Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery for the 37 year old male patient who had been admitted in with cardiomyopathy. No other cardiac or medical history/comorbidities were shared. On day 2 the introducer sheath was removed as the patient was being transferred from the community to the tertiary center. On arrival to the tertiary center the team explanted the pump itself and found that the perclose was not effective for hemostasis. The team had vascular surgery close the vessel access. Anticoagulation necessary for the pump placement and support can contribute to bleeding and difficulty with hemostasis when the closure device, perclose, fails.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/ppae: the cause of the bleed was most likely use issue related since the perclose failed.